Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported pump activation issues cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ams 700 pump instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp). The physician found that the pump was difficult to activate despite troubleshooting. The patient underwent a surgical procedure to explant the pump component of the ipp and replace it with a new pump. It was said that the surgery results were good and no patient complications were reported.